Event description:
Event description cpi received information on a patient that had an implantable cardioverter defibrillator (ICD) implanted with a vista ddd implantable pulse generator (ipg). The ICD was oversensing which resulted in numerous shocks and damage to the ipg. An invasive procedure was performed. Vista ddd pulse generators are contraindicated for use in patients with an ICD.